Manufacturer narrative:
The device remains implanted in patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Secondary case was performed on (B)(6) 2018, for an unknown reason. An afx limb stent graft was used. No additional event or patient information is available.

Manufacturer narrative:
A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device and this should not have been reported.

Event description:
Subsequent to the initial report, additional information was received confirming that this was not a procedure to treat a device failure; yet, a continuation of the initial implant procedure. The main body and vela were reported to be perfect at the end of the first procedure. However, the external iliac was ectasic and an iliac limb extension was not available in the operating room at the time. The procedure performed on (B)(6) 2018, was only to complete the first procedure. Therefore, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device and this should not have been reported.